Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04568, 1627487-2021-17084. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Troubleshooting did not resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the physician disconnected and reinserted the leads. The ipg was explanted and replaced. Intra-op troubleshooting confirmed all contacts had impedance values within range. Reportedly, the issue has resolved.